Event description:
Customer reported not being able to test her blood glucose because her freestyle flash meter shuts off after blood sample is applied. Customer reported experiencing symptoms of "sleepy, disoriented, passed out, fell and hurt her pelvic bone." Customer reported going to emergency room where she was diagnosed with severe hypoglycemia and was treated with orange juice along with some blood and urine tests.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.